Manufacturer narrative:
(B)(4). New information received. No longer meets the criteria of a reportable event. How was the tissue pad retrieved? ---we got additional information from the sales rep that the tissue pad was partially detached. So the tissue pad did not fall into the patient. Is the tissue pad being returned for analysis with the device? ---the tissue pad is attaching to the clamp arm without falling off, so it will be returning with the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: how was the tissue pad retrieved? Is the tissue pad being returned for analysis with the device?

Event description:
It was reported that during an unknown procedure, the tissue pad was detached off. No pieces were left inside the patient. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.